Event description:
The customer stated that he tested his blood glucose using his contour and elite meters. The contour read 131 mg/dl, while the elite read 37 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution and a check strip were sent to the customer for further troubleshooting of the elite system. No product will be returned at this time.